Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited gradually increasing shock lead impedance measurements. Threshold and pacing lead impedance measurements are normal.